Manufacturer narrative:
(B)(4) - recurrent hernia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an open ventral hernia repair around (B)(6) 2009 and mesh was placed. The pt came back with a recurrence 1 year later. The pt had a reoperation on (B)(6) 2010 and the surgeon felt that there was little mesh remaining in the site. The surgeon opines that the mesh may have broken down or disintegrated form the time it was implanted a year ago until now.